Manufacturer narrative:
This report is being submitted to correct the date of event field (b5) in section b, adverse event/product problem. Also, this supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as this lead was used as temporary pacing lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was surgically explanted as this was used as temporary pacing lead. This brady lead was replaced with non-boston scientific model and not returned. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was surgically explanted due to unknown reason. This brady lead was replaced with non boston scientific model and not returned. No additional adverse patient effects were reported.